Event description:
The service report shows during incoming eval the volumes failed at greater than 10% of specification, rt-200 reads: 2070ml at 2800ml. The nellcor puritan bennett technician rpelaced the cup seal and piston guides to correct the incoming failures. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.